Event description:
It was reported that there was a suspected infection at pump pocket, there was surgical intervention planned for (B)(6) 2013, specifics were not reported. The reporter did not know if there was any diagnostics or troubleshooting done. Additional information received reported that the ¿case did not proceed as planned secondary to lack of insurance approval.¿ the reporter had no other information. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Returned for analysis was the pump and catheter (incomplete in segements). Analysis of the same revealed no anomalies, acceptable testing.

Manufacturer narrative:
Product ID 8709 lot# j10842r67, implanted: 2001 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient had experienced redness, swelling, drainage along with incisional site opening. Patient was started on both oral and IV anti biotics. Patient had signs and symptoms of infection around the incision site and onset of infection was stated to be on (B)(6) 2013. Location was device pocket and catheter tract; culture from the device pocket indicated a staph infection (not mrsa). Infection was noted to be resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Event description:
Additional information received reported the patient was scheduled for a procedure to open the pocket secondary to suspected infection on (B)(6) 2013. Additional information received reported replacement of the pump along with the entire proximal and partial distal segment of catheter was performed. Cultures were obtained. It was also noted approximately 4x2 inches of infected tissue was excised that was elliptical in shape. The wound was flushed with copious amounts of antibiotic solution after hemostasis was obtained. The pocket site was moved from the left buttock to the right lower quadrant of the abdomen, and 66 centimeters (cm) of pump segment was attached to the extreme distal end of pump catheter after pulling back approximately 6 cm from the intrathecal space. The pump was being used to deliver dilaudid 30 mg/ml at 9.5 mg/day and bupivacaine 30 mg/ml at 9.5 mg/day. It was confirmed the pump and catheter were explanted on (B)(6) 2013 due to an infection at the pocket site. The patient recovered without sequela and there was no patient injury.